Event description:
It was reported that a handheld computer would freeze at the interrogation screen. Follow up with a company rep present at the site revealed the issue could not be duplicated with a demo generator and the neurosurgeon requested a replacement programming sys even though the issue could be corrected with a soft reset. The programming sys was returned to the MFR and is currently undergoing product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.